Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary multiple drawers were affected, including drawer 2.2 pocket a1, drawer 4.2, and drawer 4.2 pocket e5. One drawer would not close, and the other two drawers would not open. The customer attempted troubleshooting by rebooting the station and trying to recover the drawers; however, the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer failed. A field service engineer (fse) identified a failure in drawer 4, sub drawer 2, legacy cubie drawer pocket e5; during recovery, the lid in frame would not register as closed, and a visual inspection confirmed the cubie pocket lid was broken. The client successfully removed the medication from the affected pocket and reloaded it into an available pocket, resolving the issue. The system functioned as intended after the field service engineer repaired the device.